Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion. The lesion was in the middle and proximal of right coronary artery with 70% and 90% stenosis. No difficulties noted when removing the protective sheath. No issues noted during device inspection prior to use. Lesion was pre-dilated. Device did not pass through a previously deployed stent. Resistance was noted when advancing to the lesion, no excessive force was used. During advancement of the device and due to the patient¿s severe vessel stenosis and calcification, the stent dislodged when crossing the lesion. The dislodged stent was caught by the guide wire and removed from patient. No patient injury reported as a result of the event. Patient is well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.